Manufacturer narrative:
(B)(4). Additional information was received that the lead had migrated.

Event description:
A report was received that the patient underwent a lead revision procedure due to neck pain. The physician assessed the pain to be device related and not procedure related.

Event description:
A report was received that the patient underwent a lead revision procedure due to neck pain. The physician assessed the pain to be device related and not procedure related.